Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. The customer's blood glucose was 180 mg/dl. Reportedly, the customer continued using the pump for insulin therapy. In addition, it was reported that the battery depletes quickly. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.